Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead device code (B)(4) applies to lead (lot# unknown) only. Eval code-conclusion applies to lead (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient thought the lead pulled out of their body. No patient symptoms and no further complications have been reported as a result of this event.